Manufacturer narrative:
Pump was received with no button response due to corroded keypad traces. No button error alarm during testing. Pump was received with scratched lcd window, cracked case on all four corners at display window corners, cracked reservoir tube lip and cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 68 mg/dl. Troubleshooting was not performed. The device was returned for analysis.